Event description:
Related manufacturer reference number: 2017865-2025-28006. It was reported that the asymptomatic patient presented for a generator change procedure. During the procedure, after pocket opening it was noted that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The right ventricular (rv) lead also exhibited noise over-sensing which resulted in pacing inhibition which consistent with insulation breach. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.